Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system developed an infection secondary to a skin burn located on her back. The patient's dermatologist and plastic surgeon were concerned that the burn would infiltrate to the device pocket and recommended the system be removed. Once the pocket was opened, the electrophysiologist observed no sign of infection and felt the system did not need to be removed. A decision was made to remove the system anyways based on the recommendation by the dermatologist and plastic surgeon. No additional adverse patient effects were reported. The patient was re-implanted with a transvenous system three days later with no further complications.